Event description:
Difficulties were encountered closing this biopsy forcep on the first attempt of a biopsy procedure. Manipulation attempts to close the forcep with another forcep were unsuccessful. The forcep was surgically removed without incident. The procedure was successfully completed with a second unit. The pt's condition is good. This device is currently being evaluated by this MFR. Upon completion of the engineering eval, a supplemental medwatch report will be forwarded under the appropriate sequence number. User technique and/or pt anatomy may have contributed to this event. However, until the engineering eval is completed co is unable to determine the cause for this event.

Manufacturer narrative:
The engineers received the device for evaluation along with an introducer. The distal ends of both the forcep and introducer were covered with a heavy layer of dry, reddish residue. The forcep jaws were stuck in the open position preventing removal through the introducer sheath. A 15 degree bend in the catheter was noted between the forcep body and the jacket. The distal end of the introducer was deformed. The entire assembly was soaked for 36 hours. The residue was softened, but not removed. The jaws were still stuck in the open position. The catheter shaft was cut in two sections and removed from the introducer. The distal section of the catheter , extending 9cm from the body, was more flexible then normal, indicating a separation of the inner wire. Further examination of the inner wire indicated the clevis was broken in two. Both the bend in the catheter and the residue covering the jaws are conditions which can prevent closure of the jaws. Therefore, we believed these factors may have contributed to this event. However we cannot determine the exact cause for this event. H6. 86/other - microscopic evaluation.